Manufacturer narrative:
This report is submitted on january 6, 2020.

Event description:
Per the clinc, it was reported that the patient explanted as a child (date not reported) and was reimplanted with another cochlear device on (B)(6) 2019.